Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
6/7/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form and a passing acknowledgement 3 could not be located. The internal audit indicates that the MDR report number was created on 4/28/2019. A distributor contacted zoll to report that a patient had skin irritation described as red/itchy skin. The patient's physician prescribed a cream. Follow-up indicated that the irritation improved.